Event description:
It was reported that a cadd solis pump displayed an error code, which indicates a user interface timeout error representing the printed wire assembly (pwa) malfunction. It is a high-priority alarm that will interrupt the infusion process if displayed during use. The event occurred while initiating the infusion. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.